Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified crease fold, deformation, wear abrasion, and cloudiness / bubbles in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified stress marks and non-penetrating nicks. Based on the device analysis the final assessment was no issues found related with the manufacturing process and the unit was not ruptured further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.